Manufacturer narrative:
(B)(4).

Event description:
Burr shed during use. Additional information stated the burr started to shed immediately and that the surgeon attempted to remove all the particulate but probably not all of it was.